Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
There has been a decline in speech perception with the device. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation surgery has not been scheduled yet.

Event description:
There was a decline in auditory perception and verbal skills with the device due to the number of affected channels. An incident of accident or trauma is unknown. Re-implantation was planned, however despite requested, no further information could be obtained.

Manufacturer narrative:
Damage to the active electrode under silicone overmold likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
There was a decline in auditory perception and verbal skills with the device due to the number of affected channels. An incident of accident or trauma is unknown. The patient was re-implanted on (B)(6) 2016.